Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(4)) stopped compression on several occasions was not confirmed during functional testing. The returned autopulse platform functions as intended. There was no physical damage on the returned autopulse platform during visual inspection. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance as a result of a sticky clutch. The drive shaft issue was not related to the reported complaint. Deburring of the sticky clutch plate was performed to remedy the drive shaft issue. During archive data review, multiple user advisory - (ua)17 (max motor on time exceeded during active operation) error messages were observed on the event date in which provided confirmation that the autopulse platform did stopped compression. Base on the platform's archive, the autopulse did performed 173 compressions and stopped functioning. The investigation findings revealed that the autopulse did not reach the target depth within specification time in which likely attributed to the stiffness of the patient chest. After service completion, the returned autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use.

Event description:
During patient use, customer reported that the autopulse platform (serial (B)(4)) stopped compression. Crew was able to get the platform working but same symptom occurred. Crew reverted to manual CPR. No known impact or consequence to patient was provided.